Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was 600 mg/dl. The customer addressed their bg with a manual injection.